Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10. Attempts have been made to gather all product identification information and no further information has been provided. The event cannot be confirmed. Visual examination of the provided pictures identified multiple knee arthroplasty components: an articular surface, a femoral component, and a tibial tray base plate. The articular surface exhibits biological debris and blood residue. All three components show signs of use, including scratches. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Radiographs were provided and reviewed by a healthcare professional. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: unknown - unknown nexgen femoral component - unknown. Unknown - unknown nexgen tibial component - unknown. G2 : foreign country : australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient had a primary left knee arthroplasty on an unknown date. Subsequently, the patient was experiencing pain and was revised due to infection. Attempts have been made and all available information has been provided.